Event description:
About 3 yrs post umbilical hernia repair, with bard's ventralex hernia patch (lg circle with strap lot #huwa0561), I developed what appeared to be cellulitis on my abdomen. Upon going to the emergency room and having a cat scan completed, I was told that a fistula had developed that would need surgical repair. Post op the surgeon informed me that I had 2 small bowel perforations that required 2 "ser". Also due to the infection my abdominal incision was unable to be closed. I was discharged 9 days later with a wound vac to help close my abdominal wall.